Manufacturer narrative:
Unit received with blank display due to severly cracked bleeding lcd display. Unable to performed displacement, rewind, seating and basic occlusion due to cracked bleeding lcd display. Unit received with cracked retainer, cracked battery tube threads, cracked case at battery tube side and scratched case. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had a crack on the battery compartment. The patient's blood glucose at the time of incident is unknown. During troubleshooting the caller was unable to identify the cause of the damage. The insulin pump was returned for analysis.